Event description:
It was reported that the patient experienced an under dose. The following symptoms were reported: increased baseline pain. Per the caller the patient believed that the pump was not working. The patient was in the hospital. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2008 explanted: unk.

Manufacturer narrative:
(B)(4).